Event description:
Malfunction: handpiece did not work. The surgeon reported the phaco handpiece did not work. The nurse tested the phaco handpiece in a beaker of water and passed testing. The handpiece was marked and re-tried a week later and it did not function. Additional info received stated the handpiece was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).